Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 210.5020. 8100 sn: (B)(4) customer was having error code 210.5020 and wanted to know how to correct this problem. I let the customer know that he need to replace the logic board. I explain to the customer the error code is cause by the processor not reporting the software version data immediately after the system is turned on. The processor is missing, failed or flashed with a version that does not support the reporting software. The customer said ok, that he will change the logic board and if he has any problems he will call back.